Event description:
Patient's father reported that while his daughter was at school, she told school nurse she felt low, then went into a seizure. The nurse gave her 2 glucagon shots and a paramedic came and took her to the emergency room. She is in transit to (B)(6) hospital. No history for earlier in the day leading up to the event or blood glucose at the time of the event was reported. The patient's endocrinologist is leaving the device activated during observation.

Manufacturer narrative:
The returned device was evaluated and no malfunction or other product condition that would have caused an over-delivery of insulin and contributed to the patient's hypoglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often," and "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."